Manufacturer narrative:
A getinge field service engineer(fse) was not dispatched to evaluate and repair the device as the user stated the issue was resolved in-house. The user determined the issue was caused by a defective wall outlet, and no service of the device was required. Device not available for evaluation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit turned off and will not charge.